Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. These following cases were reported: case 1 of 4: (B)(4). Case 2 of 4: (B)(4). Case 3 of 4:(B)(4). Case 4 of 4: (B)(4). Please provide following information for each case/patient/file: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? Product code and lot number? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement? Please specify. Describe the patient symptoms -manifestations of infection? When (# of post-op days) and how was the infection diagnosed? Were cultures performed? Results? How was infection treated? Please specify treatment and results. What date did the patient present with ¿wound has broken down¿ (# of post-op days)? What tissue was ¿broken down¿? Was there any precipitating stress factor for the ¿wound has broken down¿? Was the patient required re-operation/re-suturing? If yes, when? What was the appearance of the suture during re-operation? Please specify. What was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (wound broken down and infection)? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m.

Event description:
It was reported that the patient underwent an unknown ankle surgery on unknown date and the barbed suture was used. Following the procedure, it was reported that the wound has broken down. Additional information has been requested.